Event description:
Dealer states chair will not turn left or right, inductive not registering a command in the diagnostics menu. No other information provided, dealer hung up. The caregiver called (B)(6) 2015 to add that the free wheel mode on the chair is not working. It doesn't release the brake enough to be able to push the chair. Additional reportable malfunction for this device; the caregiver called (B)(6) 2015 to add that the free wheel mode on the chair is not working. It doesn't release the brake enough to be able to push the chair.